Event description:
Hydroset mixed well but after application it did not stick to the bone and broke in two pieces. Broken hydroset removed from pt. Defect was 2.5x3 inches approximately. All liquid from syringe was used, no mesh or plates were used. See document's tab for more info.

Manufacturer narrative:
Product not being returned. Testing of a retained sample from same lot in process.